Event description:
It was reported that during a lobectomy procedure, the tissue pad melted and locked out. Another like device was used to complete the case. There was no adverse consequence to the patient.